Event description:
It was reported that the suture from myellevate treatment broke and came out of the patient's right ear port with patient also experiencing infection.

Manufacturer narrative:
Cynosure's clinical team investigated the event and determined user error was involved. Per clinical: the cause of the suture extrusion was due to placing the suture too close to the surface of the skin. If placed intradermally or too close to the surface, it will eventually erode through and become exposed/infected. Patient had a portion of the suture removed from the right ear port as medical intervention. This is a reportable adverse event due to patient receiving medical intervention.